Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that they received the replacement battery pack for their stimulator and they had terrible time getting it to start. Patient said that when they get it to start, it charged their stimulator back up to 70% and their controller would not do anything because it needed to be charged so they plugged it to the ac power supply however it only charged halfway and said "finished" and now they couldn't even get it to come back on. Patient mentioned that they have an appointment on the 17 at 930 and rep will be meeting them there to help them figure it out however they were afraid to send the old equipment until they know that the replacement is working. Patient stated that when they turn the screen on, they couldn't get to the normal charging screen and a message that says, "it cannot find the equipment" would display. Patient mentioned that they were at the doctor's office earlier and the doctor could not also help them with the device and was instructed to call us. Patient stated that they only received a back cover and a battery but before the call ended, they mentioned that they were using the new recharger. Patient stated that they spent all day yesterday trying to figure everything out and said that "it's been crazy". Agent had the patient remove the battery pack and plugged the controller to the ac power supply; patient confirmed the screen powered on. Agent had the patient reinserted the battery pack; patient confirmed the green light was flashing and a no device found message displayed. Agent had the patient plugged the controller to the recharger; patient confirmed that they got stuck in checking the recharger screen and mentioned this is where they got stuck yesterday for an hour and a half. Agent had the patient reset the controller again, clean the port and pins; patient confirmed no visible damage on the controller and recharger. Patient mentioned that they paddle was laying directly on them. Agent had the patient tried to charge their stimulator again; patient confirmed that poor recharge quality displayed. Patient mentioned the normal charging screen displayed for a minute and switched back to poor quality. Patient mentioned that this is what happened yesterday, controller was at 100% and stimulator at 70% but it would not let them charge. Patient confirmed that they were using the replacement recharger. Agent was not able to come up with the resolution because the patient couldn't stay longer on the phone as they were expecting another call. Patient stated that they will just call back and stated that they just wanted to know if they could keep the old devices until they meet the rep. Agent reviewed information.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported probably a month ago they were attempting to charge their implanted neurostimulator and, after about 15 minutes of charging the implant, the recharger cord and the whole back of the controller got very hot and the controller battery drained halfway. Patient stated now it won't let them charge or do anything and keeps telling them it cannot find the device. Agent sent requests to repair for replacement recharger, controller, and battery pack. No symptoms were reported.